Manufacturer narrative:
: Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used in the abdomen during a percutaneous endoscopic gastrostomy (peg) nsertion procedure performed on (B)(6) 2024. Post procedure, a leak in the feeding adapter was noted. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: correction. Block b5: (describe event or problem) has been updated.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used in the abdomen during a percutaneous endoscopic gastrostomy (peg) insertion procedure performed on (B)(6) 2024. Post procedure, a leak in the feeding adapter was noted. It was also reported that the procedure was not completed due to this event. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.